Event description:
Patient reported having concerns with her infusion device. Patient stated she experienced elevated blood glucose levels of about 400 mg/dl last thursday and friday and she delivered corrective boli to adjust her blood glucose level. Patient's target blood glucose range was not provided. Patient reported on saturday, she noticed that the upper part of the piston was broken and the e7 (electronic error) message appeared on the display. Patient stated she changed the infusion set and the infusion device began to work again but since then she has continued to have elevated blood glucose levels, so patient switched to alternative therapy. Patient alleges she is having hyperglycemia due to the broken piston. Preliminary evaluation on (B)(6) 2014 found an e7002 in the history; the vibrator motor does not function. An internal defect of the vibrator led to the problem. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device.

Manufacturer narrative:
The event occurred in (B)(6). Conclusion: the complaint can be verified. Result: (B)(4) were found in the history. The vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The pump plunger holder is mechanically damaged due to a hard mechanical impact or mechanical intervention with improper tools. No damages on the electronic components could be detected and therefore no error messages have been generated. The insulin pump shouldn't be exposed to high mechanical forces. Delivery accuracy: the problem mentioned by the customer could not be reproduced. Plunger holder: the problem mentioned by the customer is related to a handling issue.